Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on september 5, 2017 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 90 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The pump was exposed to moisture when the customer fell into a creek, and the pump is damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarms test due to blank display. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.